Event description:
The customer alleged that he had received a control test result that was high, out of specification using his contour ts meter. While troubleshooting, he performed control tests and received results of 397 and 446 mg/dl. The normal control range was 102-142 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.